Event description:
Reporter reports that a transfer set is broken at the twist clamp. The white twist clamp had come free from the light blue mainbody. There was no pt injury or medical intervention reported.